Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 july 2016, an unknown amplatzer amulet left atrial appendage occluder was implanted in a patient. It was then reported on 14 july 2019, the patient underwent an amplatzer procedure for aortic insufficiency. Following procedure, the patient experienced cardiogenic shock and vasoplegia. A decision was made by the patient's family to withdraw care and the patient passed away.

Manufacturer narrative:
An event of valve implant for aortic insufficiency due to prior cardiogenic shock and vasoplegia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on medical review : "from the information available it is unknown what specific procedure was performed in 2019, but could be a possible paravalvular leak repair. It remains what was the exact cause of death, but due to the proximity to the procedure performed it may be procedure related. It is unknown whether this event was device related or patient related".h6 health effect - clinical code: code 4446 and 1914 removed.

Event description:
It was reported on an unknown date, an unknown amplatzer device was implanted in a patient for aortic insufficiency due to prior cardiogenic shock and vasoplegia. Following procedure, a decision was made by the patient's family to withdraw care and the patient passed away due to unknown causes on an unknown date. It was reported the death was not device or therapy related.